Event description:
It was reported that 10 bd plastipak¿ luer-lok¿ syringes experienced foreign matter within the fluid path. The following information was provided by the initial reporter: small white particles appear on [...] The plunger of some syringes.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 12-dec-2022 . H6: investigation summary several samples were provided to our quality team for investigation. Through visual inspection, a white dot (bubble) was observed within the wall of barrel. A device history review was performed for lot 2108068, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Molding parameters were also reviewed and verified all to be within the validated process limits. This issue can occur due to a lack of compaction during the molding process, causing the material not spread completely, creating the bubble as observed in the sample provided. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While we could not identify a direct issue, the bubble likely generated during the molding process.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 10 bd plastipak¿ luer-lok¿ syringes experienced foreign matter within the fluid path. The following information was provided by the initial reporter: small white particles appear on [...] The plunger of some syringes.